Manufacturer narrative:
Evaluation summary: the explanted ipg was returned to the manufacturer for analysis. Visual inspection noted some instrument marks on the silicone antenna cover. Functional testing found the ipg was depleted in a manner consistent with the patient's noncompliance with the ipg recharging requirements. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02507. The patient received an scs system which included an ipg and two percutaneous leads (of the same lot). It was reported the ipg was explanted and replaced due to battery depletion and a subsequent loss of stimulation. The patient indicated she had not recharged her ipg in over 12 months. The patient's leads were tested intraoperative and impedances across all contacts were high. As the physician was able to achieve stimulation despite the high impedances, the leads remain implanted and in use. No patient complications were reported as a result of this event.